Event description:
It was reported that the pt, implanted in 1999, threw away her audio processor in connection with a loud scream on (B)(6) 2014.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.